Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016. A report received on (B)(6) 2016 that the device was explanted due to infection. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)